Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the reported driveline infection and the device could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, while the patient was traveling in another state, the patient was admitted to the hospital for a driveline infection. The patient underwent a CT scan and initial therapy of IV antibiotics. The results of the CT scan were not provided. Blood cultures were taken and showed no growth. The wound culture taken at the driveline exit site showed pseudomonas aeruginosa. The patient was started on cefepime (dosage unknown) which caused nausea, so the patient was switched to ceftazidime (dosage unknown) with improvement in their symptoms. On (B)(6) 2015, the patient was discharged with oral ciprofloxacin 500 mg twice a day. On (B)(6) 2015, the patient presented to the implanting hospital's ER with 10 days of pain and drainage at the driveline exit site. The patient's temperature was 97.9 f, and white blood cell count was 6.9 k/cumm (3.8-9.8). An abdominal abscess culture was taken and showed pseudomonas aeruginosa. The patient was started on cefepime 1,000 mg ivpb every 8 hours, and a dose of vancomycin 1,000 mg ivpb, and was admitted for further treatment of the driveline infection. It was reported that prior to the event, the patient had dropped the system controller with some traction on the driveline and that could have possibly caused the event. On (B)(6) 2015, an abdominal and pelvic CT scan was performed and a driveline infection-stranding was seen within the soft tissues extending to the right rectus muscle. On (B)(6) 2015, an infectious disease consultation was obtained and the cefepime dose was increased. On (B)(6) 2015, the patient went to the operating room (or) for an incision and debridement of the driveline exit site, during which the driveline's velour was stripped, and an application of negative pressure wound vacuum dressing was applied. Two wound and 2 tissue cultures showed pseudomonas aeruginosa. On (B)(6) 2015, an abdominal and pelvic CT scan showed interval revision of the driveline without evidence of recurrent infection. On (B)(6) 2015, the cefepime was increased to 2,000 mg ivpb every 12 hours. On (B)(6) 2015, the patient was switched to meropenem 1,000 mg ivpb every 8 hours. The patient was considered stable, and on (B)(6) 2015, the patient was discharged to home with meropenem 1,000 mg ivpb every 8 hours for 6 weeks.